Event description:
Device 2 of 2; reference MFR. Report#: 3006705815-2019-00019, it was reported the patient experienced ineffective stimulation from the scs system due to lead migration. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy resumed following the procedure.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00019. Follow-up information revealed the issue is resolved.